Manufacturer narrative:
The ge representative conducted an onsite investigation. The power supply was replaced. The system was tested and is now operating as intended.

Event description:
The customer reported that the vertical lift column on the 9900 system was not working. No pt injury was reported.